Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reyj2179 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that on (B)(6) the patient went to PICC outpatient for maintenance where nurses found that the puncture site was leaking. The catheter was removed and sandholes were found at 1.5cm.